Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the impedance measurements on this right ventricular (rv) lead had increased from 1360 to 1670 ohms. Additionally, there was an increase in threshold measurements. As sensing remained stable, the x-ray was normal and the patient had an underlying rhythm, the device was reprogrammed and the lead remained implanted. Subsequent information was received that the impedance measurement had increased to 2380 ohms. As a result, the lead was revised. During the revision procedure, it was noted the lead appeared to have suffered clavicular crush. As a result, the lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.